Manufacturer narrative:
Medtronic rep tested system at the site, and could not duplicate reported issues. The system was fully functional and the system checkout showed no anomalies.

Event description:
A site representative reported the surgeon was inaccurate by 1.5 cm. Site took another spin with the o-arm system and it displayed the same behavior, being inaccurate by 7-8 mm with multiple instruments. The surgeon opted to continue navigation to complete the case surgery. There was no impact on patient outcome reported.